Event description:
Dad states that one of the pumps does not prime after set up. He has to take out the filled syringe, start the process over, and then is able to get the pump to work but has had to do this a couple times. Dad does not have access to the malfunctioning pump and will call back with the sn. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute the pt or clinical injury. We did replace the device. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.